Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550546, expiration date 06/30/2009). Reference medwatch report with pt identifier (B) (6) for the suspect device used in system 2.

Event description:
Rptr alleged obtaining a discrepant blood glucose result of 511 mg/dl on advantage system 1 compared back to back with a result of 101 mg/dl on advantage system 2 when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.